Event description:
It was reported that alarm 01 occurred and caller could not confirm any visible damage to cartridge, which also was not available for return. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to load new cartridge, successfully resumed insulin delivery, and no further issues were reported.